Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via analysis of the submitted log file and log file downloaded from the returned system controller; however, the alarm was not reproduced during testing of the returned controller. The submitted log file and downloaded log file contained approximately 2 days of relevant data combined ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log files captured intermittent low voltage advisory and low voltage hazard alarms that were not associated with routine battery depletion from (B)(6) 2022 at 22:34:23 to (B)(6) 2022 at 21:17:44 due to the relative stage of charge (rsoc) and bus voltage levels fluctuating, causing the voltage to intermittently drop below the low voltage threshold. The atypical alarms occurred while connected to 14v batteries and occurred on both the white and black power lead. The rsoc and bus voltage levels were also observed to be lower than the expected rsoc voltage of approximately 12.8v and bus voltage of approximately 14.4v while connected to the mobile power unit (mpu), measuring as low as 10.7v. The voltage levels did not drop low enough while connected to the mpu to activate an auditory/visual alarm. The driveline was disconnected on (B)(6) 2022 at 10:28:01 to exchange the system controller. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller was connected to a test power module, test 14v batteries, and a mock circulatory loop and no issues or atypical alarms were observed, including when manipulating the system controller power cables by hand. Evaluation of both power cables revealed elevated resistances on the underlying wires, which is consistent with conductor breakdown; however, this did not affect the functionality of the controller during testing. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Visual inspection of the returned controller revealed a small tear in the black power cable outer jacket near the strain relief on the connector side of the cable, exposing the underlying layers. The cable jacket was then removed from both system controller power cables. Inspection of the opened cable revealed that a green substance was coating the underlying protective layers and the shielding. The protective layers and shielding were removed, and fluid ingress was observed on the wires of both power cables. The damage to the power cables and fluid ingress may have contributed to the degradation of the wires and associated elevated resistances. The root cause of the reported low voltage alarms could not be conclusively determined through this analysis; however, the conductor breakdown in both power cables could have contributed to the reported event. Incidental finding: fluid ingress. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 27apr2018. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing low voltage alarms. The patient cleaned their battery clip connections and later changed out the clips, however the alarms persisted. The patient then reportedly taped the power cables with a dial rod to keep them from bending/twisting. A controller exchange was performed in clinic. Log file review captured some odd voltages as well as some low voltage advisory/hazards while on battery power. The black power lead was suspected to have issues keeping proper voltage. It was later communicated that the controller exchange resolved the alarms and that the patient tolerated the exchange well.